Manufacturer narrative:
This report is being submitted as follow up no.1 to provide the device return date in the d10 section, to update the h3 section and to provide the completed investigation results. One 6fr angio-seal evolution device was received for product evaluation. No accessory components were returned with the device. The hemostasis sheath was not returned for analysis. Visual inspection revealed that the deployment sleeve was in the rear lock position with the color bands fully exposed. The button was soft. Dried collagen and anchor were exposed at the distal end of the carrier tube and it was still intact with the suture. The bypass tube was found dislodged at the proximal end of tube. There was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly. No other visual anomalies were noted. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the reported event occurred while handling or inserting the device into the sheath. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with angio-seal device.